Manufacturer narrative:
Correction to section h6 evaluation code method, conclusion, and component h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, smoke was observed emanating from the ventilator. The device was available for evaluation. The medtronic field service engineer (se) evaluated the ventilator and found heat distressed component on the gui (graphical user interface) cpu (central processing unit) pcba (printed circuit board assembly), replaced the gui cpu pcba, and updated the software. The ventilator passed all tests and calibrations as per manufacturer specifications at the time of service and was returned to the customer. With the information available the investigation determines a plausibility of smoke, likely due to the potential fault isolated in the field with the gui cpu pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that the product has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, smoke was observed emanating from the 840 ventilator. The patient was removed from the ventilator and placed on an alternate ventilator without injury.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. It was reported that biomedical engineer stated that the smoke came from the graphical user interface (gui) central processing unit (cpu) and will be replaced once part is available. If information is provided in the future, a supplemental report will be issued.